Event description:
Reportable based on device analysis completed on (B)(6) 2023. The opticross imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the imaging window was detached near the lap joint section.

Manufacturer narrative:
H6 impact code insufficient information - the device was returned with no allegation. The device was returned for analysis. Visual inspection revealed the sheath was kinked and visual and microscopic inspection revealed the imaging window was detached. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed no electrical issues. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.